Event description:
It was reported that the external pulse generator (epg) had its battery drawer broken. The upper and lower cases are also broken. The epg was returned for repair, it was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the battery drawer and upper case was broken, and the lower case was broken and contaminated. It was also noted that the battery release was broken, two side bail covers were broken, the ring cover was broken, the battery contacts were compressed, the ring was bent, the display was out of electrical specification with pixel segments missing and the main printed circuit board (pcb) was contaminated. (B)(4).